Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
A nurse reported an issue with an 8f low profile plastic vortex port detached poly catheter filled sh valved introducer. During the port placement procedure, the tip of the guidewire detached and currently remains in the patient. The patient has not exerperienced any adverse effects as a result of this incident; therefore, there are no plans to remove the fragment, from the patient, at this time.